Manufacturer narrative:
Plant investigation: no sample was available for evaluation. The described situation is adequately addressed in the instructions of use (IFU) and/or on the label. Batch related documents and the device history record (DHR) did not show any non-conformities or abnormalities. There was no indication of a relationship with the reported failure mode that was found during the review of these documents. Manufacturing processes and production records were also checked and found to be conforming. Retained samples were found to be conforming to product specifications and drawings. The failure description was not specific in terms of failure location. On the other hand, the leakage was observed during treatment which means priming passed successfully. Therefore, the cause of the failure could be related to user handling, or assembly failure, but not limited to those. The sample evaluation is required to conclude the cause of the reported failure. Based on the provided information, the complaint could not be substantiated.

Event description:
It was reported that an external blood leak occurred during a patient's continuous renal replacement therapy (crrt). The blood leakage, which occurred "along the tube" [sic], was not stopped by withdrawing the needle. Blood in the lines was reportedly reinfused and the device was replaced with a different one from the same lot. The patient's estimated blood loss (ebl) due to the external leak was not provided. No further details were provided in the initial reporting.

Event description:
It was reported that an external blood leak occurred during a patient's continuous renal replacement therapy (crrt). The blood leakage, which occurred "along the tube" [sic], was not stopped by withdrawing the needle. Blood in the lines was reportedly reinfused and the device was replaced with a different one from the same lot. The patient's estimated blood loss (ebl) due to the external leak was not provided. No further details were provided in the initial reporting.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.